Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The cause was determined to be one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received an internal/external inspection. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 22:07:18. During night drain cycle two, the patient's ultrafiltration reading was 1448ml, indicating the home patient (hp) drained 1448ml more than their maximum programmed fill volume of 2000ml. No additional information is available.